Event description:
Per the info provided to us by the physician's office, the device was removed as "cylinder had crossed into left corpora". As reported to us, the entire 2-piece inflatable penile prosthesis was removed and replaced with another mentor mfg device.

Manufacturer narrative:
Based on the limited info rec'd, qa concludes device function was not associated with this event. However, because evaluation of the device could not conclusively confirm or disporve the report of cylinder cross-over in-vivo, qa will accept the physician's observations of the as the cause for surgical intervention. The info rec'd provided no indication of contributing facotrs to this occurrence.